Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with hysterectomy, tvh/bso, anterior and posterior colporrhaphy, cystoscopy and modified mccall culdoplasty; due to pop, cystocele, rectocele and sui. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. (B)(4).